Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the modular cable was exchanged due to it being unable to unlock from the pump cable. It was reported that it would not "turn" to remove it. Significant bending, twisting, and a tear in the outer sheath of the driveline was noted. The modular cable connection was cleaned, and the ventricular assist device coordinator was still unable to disengage the modular cable.